Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that an attempt was made to move the guide wire while the balloon was inflated and subsequently difficulty removing the device was experienced. It should be noted that the percutaneous transluminal angioplasty (pta) catheter, armada 14 xt, over the wire (otw), instruction for use (IFU) states: never attempt to move the guide wire when the balloon is inflated. In this case, it is likely that attempting to move the guide wire while the balloon was still inflated resulted in possible damage to the device and subsequently contributed to the reported difficulty removing the device. Based on the information received, the investigation determined that the reported difficulty appears to be related to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - failure to follow steps / instructions. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure performed was to treat a moderately calcified anterior tibial artery. The 2.0x20mm armada 14 xt otw balloon dilatation catheter (bdc) was advanced to the lesion and inflated. An attempt was made to move the guidewire while the balloon was inflated. After deflation, the ht command es guide wire failed to advance. An attempt was made to remove the guide wire; however, this was unsuccessful. The armada bdc and command es guide wire were removed as one unit. It was also noted that the bdc and guide wire were still unable to be separated when outside the body. A non-abbott balloon and new unspecified guide wire were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.